Manufacturer narrative:
The customer provided response to the foreign matter questionnaire. The product was cleaned, disinfected and sterilized before requesting repair. There was no delay to start of pre-cleaning. As part of cds, water and air was flushed through the air/water nozzle. There were no issues with accessories used for reprocessing. The air/water nozzle was wiped/ brushed with a gauze, brush, or sponge and liquid was sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to dirt on objective lens, foggy image occurs. Scratches were found throughout the device. Light guide (lg) lens had discoloration. Adhesive around lg lens and objective lens was peeled. Objective lens had discoloration. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover had a chip. There was abnormal sound due to damage on up/down knob. Due to a scratch on objective lens, the image has dark area partially. Due to damage on zoom (charge coupled device), zoom did not work smoothly. Control unit had discoloration. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the evis lucera colonovideoscope exhibited angulation malfunction. The event occurred after the procedure. The name of the procedure is unknown. The procedure was completed and there was no delay. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing in and clogging the inside of the air/water channel. Concerning the cause of the foreign material flowing inside the channel, the cause could not be presumed further since information on the user's handling of the device was not obtained. There was no information to suggest that the event occurred due to user¿s misuse of the device. Olympus will continue to monitor field performance for this device.